Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. The patient¿s medical history included chronic pain. It was reported that the spine segment of the catheter was accidently cut during spinal surgery not related to the tdd (targeted drug delivery). There were no known environmental, external or patient factors that may have caused or contributed to the issue. No diagnostics or troubleshooting performed. The physician inserted the remaining available 4 cm of catheter back into the intrathecal space, ¿secured it¿ with a purse-string suture, and they¿re going to wait and see how the patient does. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.